Event description:
Health care professional (hcp) reports a cracked venous header noted 1/2 hour into the pt treatment. Hcp estimated 300cc blood loss from disposable set-up that was replaced and 400cc blood loss from leak at header. The pt's bp was noted to decrease to "80/p" after incident. Normal saline was given. An h&h was drawn and the pt's hct was noted to drop from 25 to 21. The treatment was completed without incident and the pt was sent to the coronary care unit for monitoring until type and cross ready was for 2 units prbc's. The pt received the transfusions and was released the same day. The pt is reportedly fully recovered. The dialyzer was reused, exact number of reuses unknown.